Manufacturer narrative:
Findings: pump passed displacement test, operating currents, self test, off no power and e21 error test. However, unable to prime during prime/a33 test due to faulty resistor. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.

Event description:
It is reported that a customer sent their insulin pump back for analysis with no details as to why they sent the insulin pump back.